Event description:
It was reported that the micro reciprocating saw ran without user activation during a routine equipment eval at the user facility, by a MFR's service technician. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device is not available for eval. A follow-up report will be filed if the device is received and after quality investigation has been completed.